Event description:
The customer reported that the system displayed communications failures. This error will result in a system lock up or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call the ps1 5vdc power supply was optimized to the correct voltage. The system was tested and found to be working as intended and put back into service.